Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated falsely decreased sodium results were generated while using the architect c16000 analyzer. The customer provided the following data: (B)(6) initial: 120mmol/l, retested on a second analyzer: 128mmol/l and 127 mmol/l. (B)(6) initial: 118 mmol/l, retested on the same analyzer: 132 mmol/l. (B)(6) initial: 119mmol/l, retests: 134 mmol/l and 133 mmol/l. (B)(6) initial:114 mmol/l, retests: 136 mmol/l and 135 mmol/l. There was no adverse impact to patient management reported. No additional patient information was made available.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. The abbott field service representative (fsr) evaluated the analyzer. The fsr replaced the with ict dispense and aspiration system to address the issue. There were no additional decreased sodium results generated on the analyzer the part replacement. An instrument service history review revealed no additional erratic, discrepant results or falsely decreaed sodium results reported on this analyzer nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the architect c16000 system revealed no adverse trend, systemic issues, or nonconformance. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.